Event description:
The customer reported to olympus that while using the visera tracheal intubation videoscope, there was an issue with the light guide lens adhesive was peeling. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the coating of the image guide coil was coming off (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the adhesive part of the lighting lens coming off. In addition to the coating of the image guide coil coming off (1mm2 or more), the bending angle was also insufficient due to elongation of the angle wire, scratches on the insertion tube were recognized, the curved rubber adhesive was missing, and scratches were found on the video cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.